Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
Caller states the patient tested 3.7 inr on the coaguchek xs system and 2.7 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
A customer contacted baxter?s global technical service center to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during drain 2 of 4. The home patient (hp) had disconnected from the hc and reconnected when the alarm occurred. The hp disconnectted using aseptic technique and would notify the peritoneal dialysis registered nurse of the missed therapy and complete therapy via manual exchange. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.